Manufacturer narrative:
(B)(4). The complaint product was received and the eval is in progress. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by an eye care provider (ecp) on (B)(6)2014 that a pt experienced a trial pair of these contact lenses becoming "stuck" on the eye, requiring medical intervention for removal. The ecp reported that forceps were used to remove the contact lens and that the pt was being treated for a corneal abrasion. No further info was provided at that time. Add'l info received from the ecp via completed ae form on (B)(6)2014 stated that the pt was seen on (B)(6)2014 with severe pain in the od. Physical examination findings included a mild anterior chamber reaction (no other info provided regarding extent) and severe corneal staining of greater than 50% of the corneal surface involved. The clinical diagnosis given at the time was contact lens-induced corneal disorder. The pt was prescribed an unspecified cycloplegic (dosing not specified), an ophthalmic antibiotic tid, an ophthalmic anti-inflammatory (dosing not specified), and artificial tears (duration not specified for treatment regimen). It was noted that the pt was scheduled for three f/u visits after the initial examination, and that contact lens wear had been temporarily ceased while the eye healed. Add'l info has been requested but not yet received.